Event description:
A report was received that the patient's ipg site was feeling hot to the touch. The physician prescribed lidoderm patches and the patient is reportedly doing well.

Event description:
A report was received that the patient's ipg site was feeling hot to the touch. The physician prescribed lidoderm patches and the patient is reportedly doing well.